Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had poor coupling with recharging, patient could no longer charge in any position other than standing. It was mentioned that patient got no connection or else loses connection when he attempted to recharge in other positions. It was noted that if ins recharger connected, it only lasted for a second or two. If patient attempted to recharge in any other position, he would be pushing on it hard with his hand into his back to get another position to connect. It was redirected to repair after gathering process required information. Patient services reviewed replacement antenna could be sent, if that did not resolve then the next step would be having ins location assessed by a medical professional. It was mentioned that something happened before where it was taking too long to recharge, and replacing the antenna resolved that. At that time it was thought he was overheating it. Ins recharger was doing great for a long time after that. It was noted that ins recharger was damaged. No symptoms were reported. No further complication or event reported. Additional information received from the patient on (B)(6) 2017 reported that the replacement antenna did not resolve the issue. The patient was redirected to their hcp to get the ins checked. Physician listings were sent to the patient. Follow-up was conducted. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reiterated that the replacement of the antenna did not resolve the poor coupling and that they did not currently have a managing physician. The patient was frustrated and upset because they like having the stim device and that it has helped them, but it was not working properly. The patient stated that they were getting to the point where they would 'almost rather have it removed.' No further complications were reported.